Event description:
The product was used during a roux-en-y gastric bypass at the anastomosis site. The patient developed a gastrojejunostomy leak approximately 2 weeks later, requiring a return to surgery for repair of leak, completed laparoscopically. Patient is doing fine following the repair.